Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) patient received four shocks, which did not convert the arrythmia. The patient had to be resusitated with external defibrillation by paramedics. Upon examination, the device would not communicate with a programmer or respond to magnet application.